Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reports error message, cassette blockage. The event occurred at the startup process, unable to prime the system, patient was in the room, no anesthesia was given, no entry made, not prepped. This case and 5 others canceled. No patient injury.

Manufacturer narrative:
The company service representative examined the system and replaced the receiver mechanism. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).